Manufacturer narrative:
(B)(4). A hot axios stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent fully deployed. Microscopic inspection was performed and no damages were noted with the stent. The reported event of stent partially deployed was not confirmed as the stent was received fully deployed. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event of stent partially deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on january 24, 2022 that a hot axios stent was to be implanted transgastric to the pancreas during a cyst drainage procedure performed on (B)(6) 2022. During the procedure, the second flange could not be deployed. The stent was removed partially deployed from the patient and the procedure was completed using another axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.